Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, at the end of sphincterotomy, the cutting wire of the jagtome revolution rx broke. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.